Event description:
It was reported that the procedure was to treat a totally occluded lesion. A whisper guide wire was placed, and pre-dilatation was performed. A non-abbott stent was placed successfully at the lesion. The promus stent delivery system (sds) was then advanced; however, the stent became stuck, and could not advance on the guide wire. Additional attempts were made to advance the sds, but the attempts were unsuccessful, and the shaft became kinked. During removal, resistance was met, and the shaft separated in two pieces. A support catheter was used to change the guide wire and remove the separated sds portion from the anatomy. A non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Guide wire: 014 whisper. Guide cath: quick cross. Used against resistance. Analysis of the returned product noted blood visible in the hub and guide wire lumen, consistent with handling and the stent delivery system (sds) at least partially advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The inner member was bunched at the proximal end of the proximal marker for a length of 6 mm. The inner member was torn longitudinally at the guide wire exit notch for a length of 8 mm. There was a hole at the distal end of the tear. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the sds in an opposite direction as the guide wire. The inner and outer members were wrinkled at the distal end of the tear for a length of 8 mm. The inner and outer members were wrinkled at the lap joint for a length of 2.5 cm distally. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. To ensure this is not the result of product deficiency, all products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. An attempt was made to measure the inner diameter of the guide wire lumen with a .0155 inch mandrel but the mandrel did not advance past the bunched inner member at the proximal marker. The guide wire used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. An attempt was made to back load a new .014 inch guide wire but the guide wire did not advance past the bunching at the proximal marker. It was reported the guide wire was used in the procedure with other devices prior to advancing the promus sds; therefore it is likely that the coagulation of blood on the guide wire contributed to the reported difficulties. It is likely that as resistance was met during advancement of the sds, as force was applied, the shaft would bunch, further contributing to resistance with the guide wire. Further handling during the attempt to remove the sds likely contributed to the noted tearing and bunching of the shaft. The hypotube and jacket were separated 16 cm proximal to the guide wire exit notch, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. The jacket was stretched at the separation. There were multiple kinks noted to the hypotube. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. It was reported force was applied as resistance was met with the guide wire, resulting in the shaft kinking. Further manipulation contributed to the shaft ultimately separating. It should be noted the promus instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficult to position/remove the guide wire, kinks, or hypotube separations for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported difficulties appear to be related to the operational context of the procedure. This type of reported event will continue to be monitored.